Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that all keys of insulin pump was failed and according to electrostatic treatment it cannot recover. The customer¿s blood glucose was unknown. Customer also stated that insulin pump's replacement time was too long. The device will be returned for analysis.